Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device partially fired and the retaining pin would not lock properly. The circulator did not remember any circumstances of the procedure. No additional information is available. There was no patient consequence reported.